Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The DHR (device history review) for the precision strips was reviewed, and the DHR showed the precision strips passed all tests prior to release. Retain testing was performed and all units performed within specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
The customer reported a low readings issue with the freestyle libre meter. The customer reported receiving reading of 'lo' (< 20 mg/dl) on the freestyle libre built-in blood glucose meter. The customer felt no symptoms, but had contact with a healthcare professional. The customer received a hcp meter reading of "high 20, nearly 30 mg/dl", and was diagnosed with hyperglycemia. The customer was treated with an insulin injection (type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a low readings issue with the freestyle libre meter. The customer reported receiving reading of 'lo' (< 20 mg/dl) on the freestyle libre built-in blood glucose meter. The customer felt no symptoms, but had contact with a healthcare professional. The customer received a hcp meter reading of "high 20, nearly 30 mg/dl", and was diagnosed with hyperglycemia. The customer was treated with an insulin injection (type unknown). There was no report of death or permanent injury associated with this event.